Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 23mm sapien 3 valve was deployed in the pulmonic position. During the 6 month follow-up, early valve failure with at least moderate pulmonary insufficiency was observed on echo. Severe pulmonary insufficiency was then reported on all subsequent echoes. The patient also developed symptoms of exercise intolerance. A pulmonary valve in valve (viv) procedure was successfully performed. The patient has been treated with low dose aspirin since receiving initial valve. There was no evidence of clots or endocarditis leading to the early failure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, based on the limited information provided, the exact root cause for the valve stenosis and subsequent valve in valve procedure 1 year and 6 months post valve implant in the pulmonic position could not be confirmed. However, the valve stenosis may be related to the mechanisms described above, in addition to patient¿s co-morbidities not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.